Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1007 (post) vent-inop: machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered, it was during set up of the device. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace data acquisition printed circuit board assembly (da pcba) and cable to correct.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 11/22/2022, 12/05/2022 and 12/14/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.